Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, it could not be definitively determined what the foreign material was remained in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had problems related to reprocessing. The issue occurred during maintenance. There were no reports of patient harm.